Manufacturer narrative:
Method: the affected device was utilized by the surgeon and will not be returned for evaluation. A review of the retained sample of the affected device's labelling confirmed the error. A visual analysis of the labelling was performed & confirmed as inaccurate (incorrect device size). Conclusion: labelling related - all 9 devices from the batch (including the source device) were erroneously labelled with an incorrect device size. (B)(4).

Event description:
The event was reported to the vascutek as follows: the surgeon opened a vascutek manufactured product which was labelled as an 8mm graft; however the product packaging contained a 6mm graft.